Event description:
A report received from the USA stated the clinician was unable to inflate the cuff of an unspecified endotracheal tube (ett). Intensive care unit (ICU) staff discovered the et cuff was not inflating while in the pt. It is unk how long the device had been used in the pt before it was removed and replaced with an identical ett. There was no pt harm reported. The respiratory therapist indicated that he did not recall very many details regarding the event. However, the rt stated the device being used was around a size 8 cuffed tube.

Manufacturer narrative:
Covidien ref : (B)(4).